Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
Received information regarding air bubbles in the patient line and the luer lock. There was no reported impact to customer's blood glucose level.